Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during phacoemulsification (phaco) phase of cataract procedure of the left eye, the surgeon experienced occlusions in the phaco tip. The surgeon was alerted to the occlusions with the occlusion alarm on the system. When the surgeon came out of the eye to change the phaco tip, he noticed the patient experienced a corneal burn. He proceeded with changing the phaco tip and he completed the procedure. The corneal burn caused a gap in the wound with leakage and it was closed with a 10-nylon suture. No corneal opacity was noted. The surgeon has seen the patient postoperatively and there are no plans for further treatment stating that the patient looked great.